Manufacturer narrative:
Lead 5524m45; implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise on ventricular high rate episodes. A rise in impedance to high values and a rise in threshold were also observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.